Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Sample 1) the returned catheter assembly was analyzed under magnification. It showed that the catheter bevel is damaged. The defect probably happened during the manufacturing process, in the taf phase. During the taf (trim and form) phase the bevel is molded. A mold heated by an eater bock presses to the tip of the cannula and molds the bevel. Probably during this process, a residual cannula had been stuck to the mold and so the two tubes fused together. However, it is quite difficult that a defective sample could proceed through the taf phase without being rejected. During this phase and during the following manufacturing phases the product is controlled by control stations that test 100 percent of the samples and check the presence of possible defect. Any defective sample is rejected. It is possible that the rejected sample was incorrectly recovered by a line operator. Sample 2) the returned catheter assembly was analyzed under magnification. It showed that the catheter was cut near the bevel and 5 mm of tube were cut and are missing. It is improbable that such type of damage may have been originated during the manufacturing process, considering that critical parameters are 100 percent controlled during the different manufacturing phases. Once the cannula is assembled, the units are 100% tested in order to demonstrate that the catheter tube is properly secured to the hub (pull test). This is not a destructive test however, in addition to this 100% inspection, catheter samples from every batch are destructively tested and the minimum break strand is recorded. In case of catheter detachment all the batch number is placed in qa hold, according to our material nc procedure. For our experience when a cannula is broken in two parts a possible cause could be an improper use of the device like: 1. A needle reinsertion. (The instruction for use clearly warns the user: "do not reinsert the needle into the catheter at any time. 2. Use of a lancet or a scissor near the catheter: (the instruction for use clearly warns the user: "do not use scissors or sharp implements near i.v. Catheters). In conclusion the failure investigation identified a potential improper use of the device as potential root cause of the complaint. From the complaint description it is reported that the defect was discovered during the catheter removal, so it wasn't defective during the use. After a complaint trend analysis, no trend was identified for the referenced defect. No corrective action will be implemented at this moment; however, we will monitor the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended. All justified complaints are discussed during the mrb monthly meeting in order identified potential trend and preventative or corrective action for the product improvement.

Event description:
Information was received indicating that during cannula removal, the catheter to a smiths medical portex anesthesia breathing circuit broke off. It was reported that a 5 mm piece remained in the patient. There were no reported adverse patient effects.